Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during a routine device replacement, during post implant testing for rate conversion, low shock impedance measurements were observed and the newly implanted device failed to convert the induced ventricular rhythm. An external shock was delivered with successful conversion and the physician elected to then replace the chronic sicd electrode. Post electrode implant, testing was again initiated with the replacement device however rate conversion remained unsuccessful. The physician then elected to remove the replacement device and implant a second sicd device and test with the newly implanted electrode, at which time defibrillation testing was successful and the procedure completed. No resulting adverse patient effects and both the chronic electrode and attempted device are expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted insulation damage. Analysis confirmed the insulation was melted and one of the two high voltage cables was partially melted 17.8 cm from the terminal end. Analysis concluded that this damage was induced and not deemed to indicate a product defect or malfunction.

Event description:
It was reported that during a routine device replacement, during post implant testing for rate conversion, low shock impedance measurements were observed and the newly implanted device failed to convert the induced ventricular rhythm. An external shock was delivered with successful conversion and the physician elected to then replace the chronic sicd electrode. Post electrode implant, testing was again initiated with the replacement device however rate conversion remained unsuccessful. The physician then elected to remove the replacement device and implant a second sicd device and test with the newly implanted electrode, at which time defibrillation testing was successful and the procedure completed. No resulting adverse patient effects and both the chronic electrode and attempted device were returned for analysis.